Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a 550cc mentor cpx 4 breast tissue expander with suture tabs prosthesis and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with an unspecified gel breast implant on (B)(6) 2021. It was reported that a hole was observed near one of the suture tabs upon explantation.

Manufacturer narrative:
On 23-sept-2021, mentor received additional information regarding the patient¿s information and suspected medical device. The patient identifier is (B)(6). The suspected medical device was returned for evaluation. On 1-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the anterior view, measuring approximately 9.8 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturer's reference number: (B)(4).